Event description:
Customer reports that during manual prime, insulin continued to drip after pressing the act button. The pump was not sensing the reservoir. The same issue occurred with two reservoirs. Customer reports of not being able to exit the "preparing to prime" loop. Customer's blood glucose was 227 mg/dl. During troubleshooting it was found that drive support cap was normal and there were no compromise forced sensor alarms in alarm history. After troubleshooting, customer was advised that insulin pump would need to be replaced and reservoir would also be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.